Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer alleging possible pump under delivery. The customer's blood glucose was 285 mg/dl,364 mg/dl at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will be returned for analysis.